Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the available engineering logs. According to available clinical data, hyperglycemia occurred on the reported event date, and the ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. Due to the incomplete device engineering data, we are unable to determine what alerts were triggered leading up to the event, and why insulin dosing was stopped on (B)(6) 2024. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without engineering logs from the device in the time period leading up to the event, it is not possible to determine the cause of this event. Based on the case notes and available clinical data, the ilet was operating as intended and the user was disconnected for extended periods of time, and failed to respond to alarms promptly, resulting in this hyperglycemic event.

Event description:
On 6/11/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 5/25/2024. The user experienced high bg levels during the night and slept through the alarms from their ilet system. They woke up on (B)(6) 2024 with a bg of 350 mg/dl, prompting their trip to the hospital. The user required IV fluids and an insulin drip while admitted and was diagnosed with dka, confirmed by vomiting and medical assessment at the hospital. They were discharged on monday afternoon, (B)(6) 2024. According to the user's mother, this incident occurred after a day of extensive swimming. She mentioned having difficulty getting the user out of the pool every hour to reconnect to the ilet system, which likely contributed to the prolonged disconnection and subsequent dka episode. On 6/11/24 the user and their mother attended an ilet re-education session with the cds.